Event description:
It was reported that approx two years after a coronary artery drug eluting stenting treatment procedure, a pt death occurred. An unspecified taxus express2 drug eluting stent (des) was implanted in 2003. Approx two years later, the pt discontinued plavix therapy and thrombosis occurred. The pt died. No further info was reported or is available.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.